Event description:
Device issue: none. Adverse event: intracranial hemorrhage, stroke and thrombosis. Onset of adverse event: approximately 30 minutes post procedure. It was reported that approximately 30 minutes post procedure of a left internal carotid artery stent implant, the pt experienced a stroke with a flaccid right side and garbled speech. Re-examination of the stent revealed thrombus and an integrilin infusion was started. MRI of the brain taken two days post procedure showed multiple areas of infarction with some hemorrhagic transformation in the left frontoparietal area. During hospitalization, the pt has shown some improvement. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: there was no device malfunction reported. Stroke, intracranial hemorrhage and thrombosis are known potential adverse events associated with the use of carotid stents as stated in xact instructions for use (IFU). In this incident, the reported hospitalization was in response to the pt symptoms. In this case, the device was not returned to abbott vascular for evaluations and confirmation, which may aid in the determination of cause. No anomalies to the catheter were reported during the prior to use inspection and delivery system preparation (IFU). Although a conclusive cause could not be identified, based on the available info, the pt effects experienced are not necessarily an indication of a product deficiency.